Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. An alysis of the hybrid revealed the device was confirmed to be in an end of service (eos) condition. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the battery revealed cathode material leaked from the end of the cathode pellet through the opening for the cathode current collector tab. This material was found near the ft pin, potentially creating a conductive bridge between the cathode-potential feedthrough pin and the anode-potential cover. Leakage current measurements between the ft pin and case cover with and without the headspace insulator were measured to be 23 ¿a and 32 ¿a, respectively. The magnitude of this leakage current suggests that there was an additional shorting path between the ft pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had reached its recommended replacement time but had not yet reached its end of service time. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor (icm) implanted on (B)(6) 2024, indicated an early recommended replacement time (rrt) after approximately 11 months of service, significantly earlier than the expected 54-month battery life. The device status and battery depletion were confirmed via the carelink remote monitoring system, which showed rapid abnormal battery depletion. The patient expressed significant concern and distress regarding the early device depletion and the potential need for replacement, stating regret about having the device implanted and apprehension about undergoing explanation due to an unpleasant initial implant experience. It was further reported that the icm was removed. No patient complications have been reported as a result of this event.